Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the host pc was not starting. A review of the system log files found multiple issues. Upon troubleshooting actions, fse identified that system was not booting, come up with blue bar. Fse ran diagnosis test on host pc and reloaded the software to suite pc, back up and reloaded license. After repair, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to bootup completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.